Manufacturer narrative:
After the guidewire crossed the lesion, a saber 4mm x 2cm 150cm percutaneous transluminal angioplasty (pta) balloon catheter was delivered and inflated for pre-dilation; however it ruptured at the nominal pressure. Therefore, the balloon as changed to another saber (5.0 x 20mm) and the procedure finished successfully. There was no report of patient injury. An approach was made from the right femoral artery with a non-cordis 90cm guiding catheter. The target lesion was left subclavian artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 90%. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). It is unknown what the contrast to saline ratio was. It is unknown what type and brand of inflation device was used (indeflator/syringe) was used. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown what the maximum inflation pressure during inflation was. The balloon catheter was removed easily and intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17019310 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant products: saber balloon (5.0×20 mm) to cross the lesion, parent plus (90 cm) guiding catheter. (B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the guidewire crossed the lesion, a saber 4mm 2cm 150 percutaneous transluminal angioplasty (pta) balloon catheter was delivered and inflated for pre-dilation however it ruptured at the nominal pressure. Therefore, the balloon as changed to another saber (5.0 x 20mm) and the procedure finished successfully. There was no report of patient injury. An approach was made from the right femoral artery with a parent plus (medikit 90cm) guiding catheter. The target lesion was left subclavian artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 90%. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). It is unknown what the contrast to saline ratio was. It is unknown what type and brand of inflation device was used (indeflator/syringe) was used. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown what the maximum inflation pressure during inflation was. The balloon catheter was removed easily and intact (in one piece) from the patient. The device is not available for analysis. There are neither procedural images nor a procedural cd available for review.